Event description:
It is alleged that the patient received a gunther tulip inferior vena cava (ivc) filter on (B)(6) 2007, and the patient was injured without further explanation. Hospital and medical records have been requested, but not yet provided.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. Section e3: non-healthcare professional. Investigation: it has not been possible to further investigate or evaluate this alleged event based on the limited information and/or no device failure provided to date. Catalog number and lot number are unknown, however, the alleged tulip is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information becomes available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information has been received as follows: the patient allegedly received a gunther tulip inferior vena cava (ivc) filter on 01oct2007 due to deep vein thrombosis (dvt). The patient alleges organ/vena cava perforation, and thrombosis. The patient further alleges fear. Additionally, patient is alleging "stents placed in aorta artery to help stop bleeding due to ivc filter organ perforation"; ivc thrombotic occlusion - chronic thrombosis; perforation of the abdominal aorta. Per a report from computed tomography (CT): "findings: aorta/vessels: infrarenal ivc filter with legs penetrating the abdominal aorta and anterior aspect l3-4 level. Diminished size of the ivc below the ivc filter suggesting chronic thrombosis. Impression: probable chronic thrombosis of the ivc below the ivc filter. The ivc filter legs are noted to penetrate the abdominal aorta and the anterior aspect l3-4 level disc." Report from computed tomography (CT): "findings: bowel: one of the struts of the ivc filter abuts the posterior aspect of the duodenum at the junction of second and third portion. Vessels: infrarenal ivc filter is in place. Findings compatible chronic occlusion of the ivc at the level of the filter. Ivc struts protrude of and ivc. Anterior strut abuts the posterior aspect of the duodenum. Posterior strut abuts the spine at the anterior aspect of l3-l4 disc column adjacent calcification at the anterior aspect of and l3-4 disc... Ovoid contrast-filled protrusion between the ivc and abdominal aorta appears to arise from the aorta and is concerning for pseudoaneurysm. Medial strut of the ivc filter is partially inseparable from the pseudoaneurysm. Impression: ..5. Infrarenal ivc filter is in place, with struts protruding outside the ivc. Anterior strut abuts the posterior aspect of duodenum. Posterior struts abut the anterior aspect l3-4 disc. Medial strut abuts the aorta. 6. Finding compatible with chronic occlusion of the ivc at the level of the filter. 7. Findings concerning for pseudoaneurysm arising from the right aspect of the abdominal aorta adjacent to medially protruding struts of ivc filter". Per a report from computed tomography: "findings: vascular findings: venous system: ...there is a filter in the inferior vena cava. The inferior vena cava is patent above the level of the filter. Arterial system: there is a bilobed pseudoaneurysm adjacent to the aorta above its bifurcation. The posterior medial component measures 18 mm x 15 mm. This abuts the medial struts of the filter adjacent to the l3-4 disc. Impression: bilobed pseudoaneurysm arising between the medial strut of the inferior vena cava filter and the aorta...the struts of the filter penetrate into the abdominal aorta."

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Corrected information: a3 (gender) additional information: a2, a4, b1, b5, b6, b7, d1, d4, g4 and h6. Investigation: investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. The following allegations have been investigated: organ (org)/aorta/vena cava (vc) perforation, chronic thrombosis and occlusion, bleeding and fear. Filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma. Ivc occlusion/ thrombosis, new dvt, ivc stenosis as a reported complication, is a known risk in relation to filter implant and is well documented in the clinical literature and in clinical practice guidelines. This is supported by the clinical evidence report established to assess available clinical data to identify and evaluate the clinical safety and performance of the cook vena cava filters. Potential adverse events that may occur include, but are not limited to, the following: vena cava occlusion or thrombosis, vena cava stenosis, deep vein thrombosis. Unknown if the reported bleeding and fear are directly related to the filter and unable to identify a corresponding failure mode at this point in time. A total of 10 devices were manufactured in the reported lot. To date, no other complaints have been reported against the lot. The associated work order was reviewed. No related/relevant notes were documented. The device is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.